Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
Customer's sister called to report that the insulin pump is overdelivering insulin causing the customer to experience extremely low blood glucose levels. Customer's blood glucose reading was 152 mg/dl. The alarm history showed that the pump alarmed battery out limit, weak battery, and bad battery. Product is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.